Event description:
--

Event description:
Boston scientific received information that this patient that this atrial lead was exhibiting elevated threshold measurements. The lead was found to have dislodged during bypass surgery. The lead remains in service as acceptable measurements were obtained following a revision procedure for the associated right ventricular (rv) lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
--